Manufacturer narrative:
The insulin pump passed operating current, a21 error test, and displacement test. Unit had a33alarm during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, missing reservoir tube o-ring, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer called to report the would like the insulin pump to be exchanged to the phase 2 insulin pump. Request was submitted and the insulin pump was exchanged. No blood glucose levels or malfunction of the insulin pump reported at the time of the call. Nothing further was reported.